Event description:
The explanted generator was returned on (B)(4) 2013 and is pending product analysis.

Event description:
On (B)(6) 2013, it was reported that the patient would be scheduled for surgery. On (B)(6) 2013 the patient's generator was replaced. The lead was not replaced during the surgery as the lead impedance was found to be ok. A return product kit has been sent to the medical center; however, the device has not yet been returned. No additional information has been provided.

Event description:
The physician reported that he received a high impedance on the patient on (B)(6) 2012. He said that previously he was unable to get the patient above 0.50ma and that he set her on 1.25ma during this office visit; however, the patient was unable to feel the stimulation. It is unknown why the patient's settings could not be increased above 0.5ma in the past. Attempts for additional information are in progress; however, no additional information has been provided. A review of programming history found that high impedance was noted on the last two system diagnostic tests performed, dated (B)(6) 2011 and (B)(6) 2012. It was also noted that the patient had been set to 1.0ma or greater output current from (B)(6) 2010 despite the report that the patient's settings could not be increased above 0.5ma in the past.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.